Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customers blood glucose level was reported in the 400s mg/dl. A pump reset was performed and customer was able to load a cartridge onto the pump and resume insulin therapy.